Manufacturer narrative:
On 5-sep-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that during an afib case, the hemostatic valve was damaged when the dilator was removed as there was blood flowing out. To troubleshoot they replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and completed the case successfully. The hemostatic valve is assumed to be broken as blood was bleeding back out of it. They were unable to see if the hemostatic valve was dislodged as there was blood in the way. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body to their knowledge. The approximate volume of blood that was lost was 10ccs.

Manufacturer narrative:
On 5-sep-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that during an afib case, the hemostatic valve was damaged when the dilator was removed as there was blood flowing out. To troubleshoot they replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and completed the case successfully. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) . A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed the following errors were noticed in previous medwatch reports: - 3500a initial medwatch: d9. Device available for evaluation? Was reported as no but it should have been yes. D9. Date device returned to manufacturer was left blank but it should have been populated with 5-sep-2022. D9. Is device returned to manufacturer? Was left blank but it should have been check-marked. - 3500a supplemental (follow-up) #1 medwatch: h2. If follow-up, what type? Was reported as ¿additional information¿ should have been a ¿correction¿. H11. Corrected data should have contained the information that was missed in the 3500a initial medwatch.